Event description:
The facility reported an infusion pump with a failire code 810:11 which occurred while infusing on a pt. However, the facility representative stated that no pt incident was reported on this pump. Information regarding pt demographics, medication involved and device programming was requested but none was provided.